Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension rxl max with hm instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the peripump rollers were sticking. The cse disassembled the rollers for cleaning and lubrication. The cse replaced the integrated multi-sensor technology (imt) probe, imt probe tubing, monopump x-seal, imt rotary valve x -seal and imt sensor. The cse aligned the imt probe and removed a partial plug from the imt drain. The cse ran a precision test on patient samples, which were within the specification. The cse ran dilution check and quality controls which were within the acceptable range. The cause of discrepant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.